Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. Philips field service engineer (fse) provided and customer with troubleshooting actions and the customer verified no 24 volts direct current (vdc) to the fan from the power supply. Philips field service engineer (fse) provided and customer with part number for a replacement power supply. The customer replaced the power supply and reported the device is working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit's power supply cooling fan was not running. The customer reported there was no patient involvement. The event date was not specified; estimate used.